Event description:
A report of the pt's precision system that was explanted because of an infection due to incision not healing properly. The pt was prescribed oral antibiotics. The physician recommended removal and the pt was re-implanted with a competitor's device.